Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 800 mg/dl. The customer was nauseous and unresponsive prior to the hospitalization. The customer treated their blood glucose levels with manual injections. The customer stated that their infusion set was kinked and stopped the insulin form being delivered to the body.